Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device "would not secure attachment: during surgery. It is known that device was being used during surgery but no patient or user injury occurred. It is unknown if a delay in the surgical procedure or surgical intervention occurred as a result of the device issue. There was no additional information provided.